Event description:
The manufacturer was notified by an end user that the magnets in the headgear were causing pressure and bleeding on her molars. She reported one of the teeth had a gold metal cap. There was no report of serious or permanent injury and no medical intervention was required. No product was returned. The user was advised to speak to her provider or dentist. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. The user is warned, "consult a physician or dentist if you encounter tooth, gum, or jaw soreness. Use of a mask may aggravate an existing dental condition." Based on the information available, the manufacturer concludes no further action is necessary.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report. The device problem code is corrected on this report.